Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a perclose device relative to an interventional endovascular aneurysm repair procedure with a 16f sheath. Reportedly the device deployed fine, but the sutures frayed and broke during knot advancement. Surgical intervention/cutdown was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Sterile devices returned from the account and were inspected and functionally tested. No anomalies were found during testing related to the reported suture separation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.